Event description:
The patient presented in-clinic with a low heart rate. Upon investigation, the device was unable to be interrogated and was found to have reached the elective replacement indicator. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was unable to be interrogated when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench testing. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.